Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was having insufflation issues through the entire case. The surgeon replaced the devices with new trocars and complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load as a resulting from manipulation of inserted devices. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip broke at 38,040 joules. No patient injury was reported. The failure analysis report is pending from an american medical systems quality engineer.